Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. She changed the battery and received a battery out limit. During troubleshoot; the customer cleared the battery out limit alarm and received a button error alarm. Blood glucose value at the time of the battery out limit alarm was 146 mg/dl; current reading was 476 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Device passed displacement test, rewind ,basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.